Event description:
The member had concerns regarding the accuracy of their blood glucose meter. They stated going to the emergency room due to the device readings. The type of treatment received in the ER could not be confirmed, as multiple attempts to contact the member were unsuccessful.

Manufacturer narrative:
Multiple attempts have been made to reach the patient to obtain additional information with no success. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.